Manufacturer narrative:
As reported, there was fluid in the battery compartment of the hydrosurg plus irrigator that was noted following the procedure. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Note, an exact date of event was not provided, as the date of event is estimated based on information provided. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, the bard/davol hydrosurg plus irrigation was used during a procedure. When the or staff opened the hydrosurg battery compartment, they noted fluid inside the battery compartment. There was no performance issue and the device functioned as intended. There was no reported patient injury.